Event description:
The laser system had touch screen failure. We are unaware about delay on treatment or pt injury.

Manufacturer narrative:
The problem cause was in the touch screen, it was replaced with the microprocessor board and the laser system correctly work. We are unaware about delay on treatment or pt injury.